Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 15-nov-2021, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 15-nov-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative a consumer regarding a patient who is implanted with a neurostimulator. The patient¿s medical history includes chronic low back pain, neuropathy bilateral in the feet, and a rotator cuff tear. It was reported that the patient asked for spinal cord stimulation reprogramming to see if she could get more coverage in her left foot. The manufacturer representative met with the patient on (B)(6) 2019 for reprogramming. When the manufacturer representative first interrogated the device, an impedance test showed that the left led with electrode 0-7 were all out of range with impedances of less than 4000 ohms. The patient indicated that she had fallen hard on (B)(6) 2019. She was standing and went to turn around and slipped on the floor at work and fell on her right side and right shoulder. The stimulator was confirmed to have not caused the fall. The fall caused her to tear her rotator cuff in her right shoulder. The spinal cord stimulation was reprogrammed using only the 8-15 lead, and the manufacturer representative was able to get good coverage on the right, and the patient said that she could barely feel it on the left. An x-ray taken on (B)(6) 2019 showed that the leads had moved down. The 0-7 lead appeared to have moved down 1 electrode, and the 8-15 lead moved from the tip of t9-t10 to t11. The patient is planning on repairing her rotator cuff first before pro ceeding with a lead revision. The patient is discussing the lead revision with workers compensation. A lead revision is planned; however, it has not yet been scheduled. There were no further complications reported or anticipated.